Event description:
It was reported that the right ventricular (rv) lead thresholds had risen to 3.25v @ 1.5 ms bipolar and 4.25v @ 1 ms integrated bipolar. The thresholds were higher through the analyzer. The lead was repositioned and remains in use. It was further reported that the physician was concerned about the remaining implantable cardioverter defibrillator (ICD) longevity of only 2.2 years due to the high rv outputs. After the rv lead was repositioned, the longevity estimate increased to 7.3 years. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 lead, implanted: (B)(6) 2014; 1458q86 st. Jude lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.